Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise, which resulted in asystole greater than 2 seconds. Intermittent loss of capture was also reported. As a result the lead was emergently abandoned surgically and replaced. During this procedure, the lead was not tested. However, under fluoroscopy, the lead was found to be crimped below the clavicle. The physician thought the lead was broken, causing the clinical observations. The lead was later extracted and the pacemaker system was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.